Event description:
Patient's nurse called 5/2002 alleging that the patient's one touch fasttake meter was giving inaccurate high results. Patient was given insulin based on the "hi" result on the fasttake and was taken to the hospital for hypoglycemia. In 2002 at 7:50 am the facility was tested before breakfast with their fasttake meter and a result of "hi" was obtained. After the "hi" result the nurse treated pt with 15 units of humalog. At 8:10 am pt was found feeling nauseated and was unable to eat breakfast. At 10:30 am pt was found sweating and very warm to the touch and not alert. Pt was tested with a "hi" blood glucose result again on the fasttake meter. The nurse called 911 and 10 minutes later the emergency medical technican tested patient with their blood glucose meter. Pt had a blood glucose result of "32 mg/dl". Pt was taken to the hospital. A blood glucose result of "18 mg/dl" was obtained. Nurse was not aware of the test method or how patient was treated. Pt was released at 5:30 pm. In 5/2002, patient's endocrinologist changed pt from a sliding scale regimen for their humalog insulin to a set amount of 4 units before each meal. Pt also takes 10 units of lantis at bedtime. Patient has been diagnosed with heart and kidney problems and has recently had an amputation due to peripheral vascular disease. No further information has been reported.